Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-02491. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient received an implant on (B)(6) 2010 via the left common femoral vein due to deep vein thrombosis and contraindication to anticoagulation. Patient is alleging the device is unable to be retrieved and that's the filter in place more than 90 days and too risky to attempt retrieval without further explanation. Patient further alleges anxiety, depression, occasional pain and additional clots found.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip- anxiety, depression, unable to be retrieved, pain, blood clots (occlusion)." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported anxiety, depression, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.